Event description:
It is alleged that a non-sterile reciprocator blade labeled as non-sterile was used in a knee surgery without sterilizing it no report of injury. The pt will continued to be monitored. No product will be returned.